Event description:
It was reported that or table trusystem 7000 u (product code 1604788, serial number (B)(6)), surgical table lost all power and function. There was no report of patient injury however, there was a reported ¿long delay¿ in the procedure due to the inability to unlock the table and move it out of the room. Follow up with the customer found that the staff attempted to reposition the table prior to the incision. The staff attempted to troubleshoot, using the remote and resetting the bed by powering off and back on. It was reported that four of the staff lifted the bed and moved the table to the side so the procedure could continue. It was reported by the customer that the delay was estimated to be about 30 minutes. No patient injury was reported, and the patient was transferred to a different table.

Manufacturer narrative:
The trusystem 7000 surgical table is intended to be used for patient positioning during surgery, ranging from anesthesia induction to actual surgery and recovery from anesthesia. The device functions by mains ac power supply, or on its battery backup. The device IFU outlines the risks associated with damaged power cords/accessories. In this event no injury occurred as a result of a delay that was reported by the customer. The patient remained stable, and this occurred prior to the start of the surgical procedure. The patient was moved to an alternate table and the procedure continued. The investigation is ongoing. All additional and relevant information that is identified following completion of the investigation will be submitted in a final report.

Manufacturer narrative:
During on-site investigation by a baxter field service technician the operating table involved in the event was inspected. The cause of the alleged power and function loss was traced to a loose battery connector. After the connection was seated properly, the table was plugged into the mains power, and the power of the table was restored. The identified failure of the loose battery connection only affects the battery operation of the device. In mains power operation (power cord plugged into a wall outlet), the operating table is still functioning. If the batteries are not charged or becomes empty, the operating table provides visual and acoustical signals that the user is able to take actions (plug in mains power). The device was working as intended after the repair, the root loose connector was probably caused by a previous service event. Based on this, no further actions are necessary.